Event description:
On 07/16/06, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the battery symbol. On 07/18/06 the medical affairs specialist (mas) spoke with the pt to obtain/verify the following info: the pt said she had seen the battery symbol on the reported meter for "a while". She said she purchased a replacement battery, but was unable to open the meter battery compartment to replace the battery. She said she has a back up meter, but could not locate it at the time the mas spoke with her. Although, she said she had the meter. She was not sure if it was a lfs product. During the week of the event, the pt obtained a "high" am reading; she did not remember the specific reading. She also was not sure with which meter she obtained the "high" reading. She took her usual am dose of humulin insulin 40 units, glipizide, and blood pressure medications. She said she ate less than usual during the day and attempted to test her blood glucose level with the reported meter in the afternoon. She was unable to obtain a reading; the meter displayed the battery symbol. At 5:00 or 6:00 pm, the pt was confused and felt like she would pass out. Her neighbors called ems. Emt's obtained a result of 30 mg/dl on the ems meter; they treated the pt with IV fluid and oral glucose. The emt's took the pt to the ER. She was admitted to the hosp for two days for treatment of hypoglycemia and hypertension. The pt said she was not feeling well when she called lfs about 6 days later, and did not want to answer of the customer care advocate's (cca) questions. The pt did not tell the cca she had been unable to change the meter battery. The meter, test strips, and control solution were replaced. The mas advised the pt to call lfs when she rec'd the replacement meter to confirm she is able to test with the product. The complaint is reported because the pt was unable to test with the lfs meter and experienced symptomats and found to be hypoglycemic requiring medical treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.